Event description:
It was reported in a literature publication that a (B)(4) study of 100 consecutive patients was conducted to investigate complications occurring from minimally invasive lumbar interbody fusion surgery using an image-guided technique. All patients underwent post-operative CT scan to assess implant placement. Scanning was repeated at 6 months to assess bony fusion. All patients underwent single- or two-level instrumented minimally invasive fusion and the minimum follow-up period was 6 months. Eighty patients underwent single spinal level fusion with 20 patients having 2-level procedures. The decompression and interbody fusion was performed via a cylindrical operating tube with an operating microscope, using the igs rather than real-time fluoroscopy to guide the placement of the operating tube. Intra-discal distraction of the operated level was achieved with lordotic disc space spreaders and then maintained by insertion and fixation of a percutaneous rod through the pedicle screws on the side contralateral to the tlif. This facilitated endplate preparation and insertion of the interbody cage with the disc space distracted. Once the interbody fusion was completed and all screws inserted, the screws were compressed over the interbody cage to provide a degree of segmental lordosis and compression across the cage. The fusion substrate was autologous bone from local facet and/or lamina harvest, mixed with 1.4 mg recombinant human bone morphogenic protein contained within a polyether ether ketone (peek) interbody cage device. One patient had post-operative migration of the interbody cage, which required revision twice. The original procedure was a tlif for isthmic spondylolysis with severe back pain and radiculopathy. The interbody cage was well-positioned on post-operative imaging. A return of l5 radicular pain at 2 months prompted further imaging, which demonstrated retropulsion of the cage into the neural foramen. The cage was re-inserted into the disc space and the ipsilateral rod loaded in compression at a second procedure, but the device migrated once more. On this occasion the cage was removed and the procedure revised with open insertion of bilateral interbody lordotic posterior lumbar interbody fusion (plif) cages through a small midline incision. The patient had a resolution of radicular symptoms and subsequently developed a solid bony fusion at 6 months. Additionally, the patient had evidence of fluid-filled cysts around the nerve root in the intervertebral foramen on the side of the tlif. The patient developed a foraminal cyst with presumed exposure of the cage contents (including rhbmp-2) to the exiting nerve root. The cystic area was broken down at surgery to revise the position of the cage and did not recur.

Manufacturer narrative:
Literature citation: tsahtsarlis a et al. Complications from minimally invasive lumbar interbody fusion: experience from 100 patients. J clin neurosci (2013); http://dx.doi.org/10.1016/j.jocn.2012.05.055. Mean age of (B)(6). (B)(6). Between (B)(6) 2007 and (B)(6) 2001. (B)(6). (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.